Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing threshold and low sensing. This lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.